Manufacturer narrative:
The field service engineer (fse), , visited the customer site and obtained logs. A review of the logfiles indicate that for room 223 from 18:20 to 19:53 on (B)(6) 2016 ECG leads off alarms were constantly being generated. If ECG leads off inop alarms are occurring, arrhythmia alarms will not be captured. This will be considered a user alarm handling issue.

Event description:
The customer reported that a patient in (B)(6) on a transmitter did not display an alarm around 18:20 on (B)(6) 2016. The patient was admitted with a diagnosis of congestive heart failure (chf). The patient expired.